Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
This supplemental report is being filed based on completion of device analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
This supplemental report is being filed based on explant and replacement of the device.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion. An analysis of device data was performed and confirmed that the device power consumption has been increasing, which is unexpected behavior. The device remains in-service at this time. No adverse patient effects were reported.